Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar leakage event with five infusion sets after being used for less than 3 hours. Patient reported infusion set tubing detached from connector. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.